Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was not accurate. No additional information was provided. Multiple attempts were made by tandem technical support to contact the customer for additional information; however, the customer did not reply.